Event description:
Hcp reported the pt has had problems with withdrawal symptoms because "system is so sensitive to change that it picks up right away when low and goes into withdrawal." The hcp had the pt come in several days before alarm date for refills for the past month. Pt is reported to have done fine with this new schedule and had no withdrawal problems prior to the last refill.